Event description:
The customer reported to olympus that there was a defective image issue when using the endoeye flex deflectable videoscope. There was no patient harm associated with this event. The device was returned and evaluated, and a noise was found that was generated due to damage to the imaging unit, and images were temporarily unavailable. The evaluation also found an e216 scope communication error due to damage of the imaging unit. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and customer¿s allegation was confirmed due to a noise that was generated due to damage to the imaging unit, and images were temporarily unavailable. Additionally, the evaluation found an e216 scope communication error due to damage of the imaging unit. Curved rubber scratches were also found, the curved rubber adhesive was missing, the bending angle was insufficient due to the elongation of the angle wire, the video case connector was cracked, the video connector case was discolored, switch button one was discolored, and the display of the light guide connector was incorrect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to failure of the image sensor unit, board inside the video connector, or a problem on the system side may be considered; additionally, regarding the e216 error, there may have been a problem with the board inside the video connector or the system side. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device. Additionally, this report is being supplemented to provide additional information provided by the customer: b3/date of event: (B)(6) 2022. B5/event description: the event was discovered during the therapeutic procedure. There was a slight delay and the procedure was completed with a similar device.

Event description:
The event was discovered during the therapeutic procedure. There was a slight delay and the procedure was completed with a similar device.